Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion alarm. Per reporter, the patient was hooked to the device when the downstream occlusion alarm message displayed. No block was detected by the nurse. Another device was used which worked with no problem. The continuous infusion rate was 2.2, total reservoir volume was 100, given was 0, air detector was unknown, and the upstream sensor was also unknown. The length of infusion was 46h and the lock level was unknown. There was patient involvement, and no patient harm/adverse event reported

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.